Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was an observation with the monolithic controlled release device that contains the steroid. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the distal end damaged. The monolithic controlled release device dislocated and it prevents the helix extension.

Event description:
It was reported that an audible lead integrity alert (lia) triggered on the right ventricular (rv) lead due to oversensing with high rate non-sustained (hr-ns) episodes. The rv lead was found to have double counting of r-waves and p-waves. The rv lead had high thresholds and was suspect of lead dislodgement. The lead was reprogrammed and turned off until lead revision. During lead revision, the lead was attempted to be repositioned but after retracting the fixation screw, the physician was unable to redeploy the screw despite several attempts. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.